Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/delivery tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 120 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed displacement test and failed self-test. Customer was advised that insulin pump would need to be replaced.